Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit tube gets dislodged from the flange when used and it got broken into two parts. Fortunately the inner tube was stuck in the patients trachea due to the cuff, the patient had to undergo an emergency tube change. The patient was alive but with injury. Reintubation/decannulation required.

Event description:
According to the reporter, the tube was dislodged from the flange when used and it got broken into two parts. Fortunately, the inner tube was stuck in the patient's trachea due to the cuff. The patient had to undergo an emergency tube change.

Manufacturer narrative:
Evaluation summary: the sample was not received for evaluation. Only one photo was provided and can be observed that the flange is separated from the tube, but with that picture, is not possible to confirm if there is missing the bonding agent. Since the tube was not returned for an inspection using a uv light lamp; in addition, the lot number cannot be observed in the photo, and the blue square printed in the flange belongs to a cannula size 7.5. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.